Manufacturer narrative:
Additional information: (B)(6) year old, female.

Event description:
It was reported that when the doctor used the fast fix, t2 was not deployed. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. Visual inspection indicated that the needle was bent toward the right, upward and twisted left at the distal tip. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Functional test was impossible due to the damage attained. The device no longer cycled or actuated due to the compromised delivery needle. No mechanical issue was found for the device returned. No root cause related to the manufacture of the device was confirmed.